Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. Although a specific cause could not conclusively be determined, the account attributed them to an outflow graft obstruction. The reported outflow graft obstruction could not be confirmed through this evaluation as no photos were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported hypertension could not be conclusively determined. The system controller event log file contained data from 05:00:52 on (B)(6) 2021 to 07:37:18 on (B)(6) 2021. Low flow events were intermittently captured from 05:01:10 on (B)(6) 2021 to 00:33:47 on (B)(6) 2021 when calculated flow decreased to below the low flow threshold of 2.5 lpm. Several low flow events persisted for long enough to trigger an audible/visual alarm. The pump appeared to operate as intended at the set speed. The account reported that the patient had a known outflow graft obstruction and was experiencing low flow events with position changes. Initially, the account suspected hypertension was the cause of the low flow events. A computed tomography (CT) scan was reported by the account to have shown partial outflow graft occlusion. The account later reported that an outflow graft stent procedure was performed, and the patient was discharged. Additionally, the hypertension was later reported to be controlled. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists hypertension as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU contains information regarding the preparation of the sealed outflow graft in section ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ section 6 also contains information regarding the recommended anticoagulation therapy and inr range. Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 1 of the IFU addresses all pump parameters, including pump flow. Section 4 ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR's for the chronic driveline infections: MFR 2916596-2021-00893, MFR 2916596-2020-05116, MFR 2916596-2021-00951.no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported abdominal discomfort and low flow alarms with position changes while at home. Originally, the low flows were thought to be secondary to elevated mean arterial pressure (map). Their international normalized ratio (inr) was therapeutic, hydralazine was given, and the low flow alarms stopped. A computed tomography (CT) of the chest/abdomen/pelvis to evaluate the patients chronic driveline infection and a partial outflow graft occlusion/thrombus was discovered. Coumadin was held and the patient was started on heparin drip pending possible intervention needed. A right heart catheter (rhc) revealed lack of left ventricle (lv) unloading and decompression with significant mitral regurgitation when the pump speed was from 5500prm to 6300rpm. There was concern that the outflow graft occlusion was hemodynamically significant. The patient was admitted on (B)(6) 2021 and log files were sent for review. Technical services captured low flow events on (B)(6) 2021 as well as a number of low flow flags that did not persist long enough to trigger the low flow alarms. The patient was transferred to an outside hospital on (B)(6) 2021. They had their outflow graft stented on (B)(6) 2021 and the procedure was successful. The patient was discharged on (B)(6) 2021. Transplant workup for the patient was still ongoing at that time.

Event description:
It was reported that the patient reported abdominal discomfort and low flow alarms with position changes while at home. Originally, the low flows were thought to be secondary to elevated mean arterial pressure (map). Their international normalized ratio (inr) was therapeutic, hydralazine was given, and the low flow alarms stopped. A computed tomography (CT) of the chest/abdomen/pelvis to evaluate the patients chronic driveline infection and a partial outflow graft occlusion/thrombus was discovered. (B)(6)was held and the patient was started on (B)(6) drip pending possible intervention needed. A right heart catheter (rhc) revealed lack of left ventricle (lv) unloading and decompression with significant mitral regurgitation when the pump speed was from 5500prm to 6300rpm. There was concern that the outflow graft occlusion was hemodynamically significant. The patient was admitted on (B)(6) 2021 and log files were sent for review. Technical services captured low flow events on (B)(6) 2021 as well as a number of low flow flags that did not persist long enough to trigger the low flow alarms. The patient was transferred to an outside hospital on (B)(6) 2021. They had their outflow graft stented on (B)(6) 2021 and the procedure was successful. The patient was discharged on (B)(6) 2021. Transplant workup for the patient was still ongoing at that time.

Manufacturer narrative:
Related MFR's for the chronic driveline infections: (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.